Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient experienced palpitations and increase of heart rate each day resulting in discomfort. No intervention has been performed at this time. The patient was in stable condition.